Manufacturer narrative:
Visual inspection of the returned product confirms the nail is broken through the subtalar screw hole (third hole from the proximal end of the nail). There are drill marks on the external surface of the nail and an extra hole drilled through one wall distal to the break. These marks and hole are likely from the removal attempts. The nail was implanted in (B)(6) 2015 and explanted in (B)(6) 2015 at which time additional supporting plates were implanted. Additional information to the complaint indicates that the bone did not fuse during that time. The IFU states that "while the implants used are largely successful in attaining these goals, it must be recognized that they are manufactured from metal, and that no implant can be expected to withstand the activity levels and loads as would normal, healthy bone after fusion occurs." Patient's weight, occupation, activity and compliance have a direct impact on success of the implant. Five screws were revised to facilitate the removal of the failed nail.

Event description:
It was reported that during the procedure, they tried to remove a broken nail. They tried to replicate this break with an anvil and sledge hammer and could not do it. The incident did cause a delay that required additional anesthesia, medication, surgical procedure or the use of unintended equipment.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that a patient underwent an ankle fusion procedure. At an unknown time post-op, it was reported that a nail was broken. A revision was done to remove the broken nail.